Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicate that reservoir had air bubbles. The customer stated seen after the use of the reservoir. The customer sated that the delivered bolus of insulin can't seem to lower blood glucose instead it rises and needs to deliver additional dose. It was reported that the insulin pump was not delivering correct amount of insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.